Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter stuck on the wire. The target lesion was located in the inferior vena cava (ivc). An angiojet(tm) zelantedvt(tm) catheter was selected for a thrombectomy procedure. Upon removal of the catheter, it was noted that the catheter was twisted up on the non-bsc guidewire and the wire could not be removed from the catheter. The catheter and wire were removed from the patient. No patient complications were reported and the patient's status is stable.